Event description:
A customer reported a system had a laser problem during a procedure. The laser portion of the surgery was aborted. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).